Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. The history log files were investigated according the complaint description of an performed infusion therapy over one hour. An infusion with an infusion time of one hour could be found on (B)(6) 2020. The infusion started at 13:11pm with a rate and vtbi of 21,85 (ml/h and ml). The infusion stopped about 45 minutes later (instead of a time of 1 hour) with an upstream alarm. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. A liquid damage of the p2 connector could be found. Damages of the housing parts could not be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. During the functional investigation it could be recognized, that the pump operated with a very loud sound. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,10 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was completely disassembled. A lot of residues of liquid could be found, but no visible damages. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over-infusion". Customer information: aqueous pn running at 21.85mls/ hour. Pump set at : vtbi : 21.85 rate : 21.85 time : 1 hour. Double checked and double signed against prescription as per hospital policy. Aqueous bag ran out at 45 minutes, 15 minutes too early.